Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2013. Post operative radiographs revealed patient retained a screw washer. Subsequently, patient was revised on the same day to remove the metal washer.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; manufacture date ¿ unknown.